Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate surgery the lens was exchanged for a same model and size lens but different power. The replacement lens was implanted vertically. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found haptic torn/broken. Unable to perform dimensional inspection due to significant lens damage. Claim# (B)(4).